Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, when advancing guidewire into rspv, it became stuck just outside of the catheter, it was unable to advance or retract wire with tissue entrapment. Tissue was observed at the tip of the catheter, the guidewire could not be removed as normal and no other catheter malfunctions were observed. Catheter with wire successfully removed from patient body. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that there were no issues with guidewire before insertion, the guide wire was advance 1-3 inches past the tip upon removal and it was removed from the distal end of the catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so until the tissue at the tip of the catheter was removed. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure, one farawave catheter was selected for being used, when advancing guidewire into rspv, it became stuck just outside of the catheter, it was unable to advance or retract wire with tissue entrapment. Tissue was observed at the tip of the catheter; the guidewire could not be removed as normal and no other catheter malfunctions were observed. Catheter with wire successfully removed from patient body. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.